Manufacturer narrative:
(B)(4).. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID : 2134265-2016-12534. It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 20-38mmx3.0-3.5mm, 90% stenosed, eccentric, de novo target lesion with significant lesion bend of >45 to <90 was located in the mildly calcified left anterior descending (lad) artery. A 3.50 x 38 synergy¿ drug eluting stent (des) was advanced however it was noted that the stent was deformed. The device was removed and another 3.50 x 38 synergy¿ des was introduced. However, the stent dislodged. The device was able to be pulled out as a whole system from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.